Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4). Device evaluated by MFR: a visual examination found that the returned device had three kinks along the shaft at 502mm, 516mm and 712mm from the distal end of the strain relief. The shaft was also stretched and kinked in multiple areas from the proximal bond to 260mm from the proximal bond. The inner lumen was detached 978mm from the distal end of the strain relief. From where the inner lumen was detached, there was a length of inner lumen (390mm) which was not returned with the device. The distal half of the balloon was detached from the device and was returned with a section of the guidewire. The distal tip of the device was not stuck to the guidewire, it moved freely. On microscopic examination of the returned segments of the balloon, all three blades were present. Two of the blade segments on one blade were lifted. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was located in the moderately calcified femoral artery. The physician had attempted to inflate the lesion with a non-cutting balloon unsuccessfully. The balloon was inflated one time. The physician could not deflate the balloon due to the blades being stuck in the plaque despite "sucking it out". The physician tugged on the device to remove it and it broke. The patient did not have any adverse symptoms. The plaque was also successfully removed during surgery. Patient status is fine.

Event description:
It was further reported that it was an endovascular leg procedure, and the lesion was located in the femoral artery. The catheter tip and blades were successfully removed during surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, tip and blade detachment occurred. The lesion was in the leg. The 1.5 x 3mm spcb flextome otw balloon "fell apart inside the patient. The tip came off and the blades frayed off". The patient was taken to surgery "where they opened up the leg to have the balloon removed." No further patient complications were reported, and status is listed as ok. Additional information has been requested and is not available.